Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent bilateral tubal ligation on (B)(6) 2008. It was reported that patient underwent exploratory laparotomy with drainage of hematoma on (B)(6) 2008 due to pelvic mass of unknown etiology/broad ligament hematoma. It was reported that patient underwent tah and lso on (B)(6) 2010. It was reported that patient underwent right oophorectomy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. No additional information was provided.